Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional info was requested; the surgeon was a resident at the time of the procedure and no longer has access to the consumer's medical records. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported a gradual decrease in his vision in the left eye, like the cataract was coming back, since bilateral intraocular lens (iol) implant surgery six years ago. He lost total vision in the eye three months ago. He reports that the eye hurts 'all the time' and if he holds it closed, it stops hurting. He occasionally notices three white lights that move from left to right upon wakening. He also notices streaks of black lines which he referred to as 'road maps', but reports that this was present prior to surgery. He has not followed up with the surgeon since the implant surgery because he has no insurance. He reported that the cataract would not break up during surgery. He had stitches that were removed two months later. He was seeing well after surgery and did not need eyeglasses. His vision is good in the right eye. The office of the implanting surgeon was contacted for follow-up. The surgeon was a resident at the time of the procedure and no longer has access to the consumer's medical records.